Event description:
The customer reported 12-lead ECG v6 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v6 signal loss. Philips evaluated the device, recreated the v6 ECG lead signal loss, and resolved the issue by replacing the ECG connector.